Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing pain, discomfort and difficulty charging the implantable pulse generator (ipg), due to the ipg migrating and tilting in the ipg pocket. The patient underwent a revision procedure where the ipg was relocated from right flank to the right buttock area. The patient was doing well post-operatively.